Manufacturer narrative:
(B)(4). The device was received for evaluation. The device log was reviewed and the alarm was confirmed. The device passed both functional and electrical testing. A short simulated therapy was performed successfully using the device. The device pressures were found to be correct and stable. An internal inspection found no issues. The device was found to meet all specifications and no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue was confirmed, however it could not be duplicated. The cause of the issue was determined to be a false empty detected and a use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain error 101 alarm on a homechoice (hc) machine. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The hp mentioned feeling overfilled and too full the previous night. The hp stated that they felt relieved after draining, however the drain volume was not noted. The technical service representative (tsr) arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No adverse event was indicated in association with this report. No additional information is available.